Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient information unknown. Device was not reportedly implanted / explanted. Subject device has been received and is currently in the evaluation process. MFR date: unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during surgery, a plate broke at a point near a screw hole, however it is unknown if a screw was in the hole already. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was preformed: dimension: the relevant measurable dimension (plate thickness) of the broken lcp sup-clavic-pl was checked and found to be in compliance with the technical drawings and ao/asif specification. Material: the examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding, dimensions, material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-2. The fracture face is homogenous, which indicates material conformity. Conclusion: no product fault could be detected. The lot in question was manufactured with a lot size of (B)(4) pieces in april 2014. As no detailed clinical information is available and the information given does not provide sufficient evidence we are not able to determine the exact cause of this breakage. We can only assume that any occurrence during the healing process, e.g. Non-union, delayed union, overloading or a combination of different factors, did lead to a fatigue failure. DHR review ¿ part mfg date: 4/29/2014. Part exp. Date: n/a. DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of ti lcp superior clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. Comments: the complaint determined to be unconfirmed based on the DHR review only. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.